Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced hyphema. During the same surgery the lens was removed and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).